Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 29-mar-2021, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6) ubd: 29-mar-2021, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began multiple months ago. Patient stated they could charge for 2 minutes and then system problem rm03 would come up. Patient said they would reset the controller and charge for another couple minutes and the same thing would happen. Patient also said they were getting good to excellent connection and they would not move and then the error message would show up a minute later. Patient services (pss) asked patient to inspect the recharger for damage and patient said there was no visible damage to the recharger. Patient service walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was 100% and implant was 30%. The issue was not resolved. A replacement recharger was sent out. See previous case for the report of patient mentioned they were sent a new paddle in the past. Pt had mentioned speaking to mdt rep and when pss asked for notify details, pt stated in the past they went in person because one of groups a b and c could not be adjusted up, only down, and when he saw mdt rep, he was told that sometimes the leads get scare tissue. Pt reported mdt rep turned off these leads and turned them back on and that worked fine, but the same issue happened again and they went in person and fixed it. Pt stated the issue has happened now again on one of the groups, and he will get in touch with the mdt rep. Additional information was received from the patient. It was reported that the circumstances that led to not being able to adjust one of the a ,b,c groups and leads issue, is the patient trying to adjust group up & down. Manufacturing representative tried to troubleshoot <(>&<)> said that those leads are no longer usable.